Event description:
Soft contact lens wearer using bausch and lomb renu with moisturloc solution initially referred 01/27/06 for non-healing corneal ulcer left eye. Also had a history of possible abrasion to this eye from a christmas tree. Initial cultures, bacterial and fungal were negative. Condition worsened, pt referred to eye institute. Diagnosis of acanthaoemeba made. Pt treated without improvement with topical anti-amoebics and oral antifungals. Eventual corneal perforation and complete disintegration resulting in enucleation on 03/01/06. On 03/02/06 a repeat fungal cluture originaly performed 02/08/06 came back positive for fusarium.